Manufacturer narrative:
B2: date of death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08629 was provided in sections b2, b5, h1, and h6.

Event description:
Procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Several attempts to place the impella 5.5 pump were made however, the device would not pass through axillary artery. The decision was made to abort 5.5 due to anatomy and to place impella cp.